Event description:
The customer reported getting a pacer failure.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the narrative is based on the report of another case/reporter and does not contain all clinical details of this adverse event, but allows following preliminary neurosurgical conclusion: floseal has been used for hemostasis. Based on its mechanism of action, floseal absorbs blood (the gelatin granules) so on postoperative neuroimaging floseal will always show up, and cannot be differentiated from a postoperative blood clot on CT or MRI scans. After achieving hemostasis, the surgeon has apparently not removed the excess product (floseal not reacted with the clot), which conflicts with the recommendations of the floseal instructions for use (user error). Another reason why the floseal blood clot mix may show as seen in the postoperative scans is a too slow application and/or lack of approximation of the floseal, which will increase the blood saturation of floseal (no excess left) the routine 24h postoperative neuroimaging has revealed the blood impregnated floseal, which has been falsely interpreted as a postoperative hematoma, and decompression surgery has been performed. The removed material has been blood impregnated floseal; not a newly formed hematoma. In conclusion, the blood impregnated floseal (excess not removed) applied at the surgical site mimicked the appearance of a postoperative hematoma, thus falsely suggesting the need for a surgical re-intervention to remove a potential re-bleeding. Follow-up regarding the application of floseal (has excess been removed?), the clinical postoperative course (follow up CT-scans, symptoms, required medical and/or surgical treatment) and outcome after second surgery is required. Upon confirmation of the user error, a documented surgeon retraining on the correct indication and application of floseal (including the mandatory irrigation of excess) is recommended. (B)(4). A follow-up will be submitted upon evaluation and completion of retraining.

Event description:
A neurosurgeon commented that a pediatric patient had a CT scan that showed a spot. In this case they thought it was an intracranial hematoma and they re-operated the patient discovering that the spot was caused by floseal. On (B)(4) 2010, baxter contacted the hospital in order to obtain more information about the case commented by the neurosurgeon: no follow-up information has been received at this time.

Manufacturer narrative:
(B)(4). Multiple attempts were made by baxter (B)(4) to obtain information about the surgeon and case information without any response. Since it was not possible to communicate with the customer, additional information could not be received and retraining could not be done.